Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and found dirty loose tubing. The fse replaced tubing. The fse upon further inspection found two (2) buffer valves were defective. The fse replaced the ise tubing and buffer valves to resolve the issue. The fse performed system verification successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported false high/elevated ion selective electrode (ise) patient results for sodium (na), potassium (k), and chloride (cl) involving their au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event.